Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized while wearing the infusion set. The caller alleged that on (B)(6) 2022 the infusion set was leaking at the headset, which resulted in hyperglycemia. The customer went to the hospital and was diagnosed with diabetic ketoacidosis. The hospital treated the customer with insulin to stabilize blood glucose levels. The blood glucose results obtained at the hospital were not provided. The customer was hospitalized for 6 days, and was discharged on (B)(6) 2022. It was discovered that the infusion set the customer was wearing expired on (B)(6) 2018.

Manufacturer narrative:
Infusion sets were used past their expiry date.